Event description:
The reporter stated that the surgeon was inserting a icl (implantable collamer lens) model icm125 and the back of the lens became trapped under the foam tip and tore. The surgeon removed the lens with no patient injury. The surgeon intends to implant another lens at a later date.